Manufacturer narrative:
Medtronic continues to investigate the reported issue.

Event description:
Medtronic is investigating manufacturing failures related to excessive flux contamination on a circuit board assembly that could cause a pt impedance sensing failure or noisy or corrupted ECG. There have been no pt related events reported related to this issue.